Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported an ncircle tipless stone extractor¿s basket was unable to function properly (resistance to open and close) during a transurethral lithotripsy procedure to remove renal and ureteral stones. A laser with a flexible ureteroscope was used to crush the stones and the complaint device was used in an attempt to retrieve the pieces; however, the user felt more resistance than usual upon opening and closing the basket. Stone extraction was attempted once or twice but resistance was still felt. The procedure was completed by using another same-type device. The complaint device was inspected prior to use to ensure no damage had occurred. The basket was tested prior to use and did not function properly. It was in uncoiled position and a laser was not used while the basket was used; no part of the device separated in the patient. There was not anything with the patient¿s anatomy keeping the basket from opening or closing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d9, h3: device has been returned, and preliminary evaluation has been performed, however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected information: h6: medical device problem code (annex a), component code (annex g). Investigation evaluation. Description of event: it was reported an ncircle tipless stone extractor¿s basket was unable to function properly (resistance to open and close) during a transurethral lithotripsy procedure to remove renal and ureteral stones. A laser with a flexible ureteroscope was used to crush the stones and the complaint device was used in an attempt to retrieve the pieces; however, the user felt more resistance than usual upon opening and closing the basket. Stone extraction was attempted once or twice but resistance was still felt. The procedure was completed by using another same-type device. The complaint device was inspected prior to use to ensure no damage had occurred. The basket was tested prior to use and did not function properly. It was in uncoiled position and a laser was not used while the basket was used; no part of the device separated in the patient. There was not anything with the patient¿s anatomy keeping the basket from opening or closing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) and visual and functional test of the returned device were conducted during the investigation. One ncircle tipless stone extractor was returned in an open pouch. A function test noted the basket formation opens and closes, however when the basket formation is in open position, the basket does not appear to be fully expanded. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU, was reviewed and provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.